Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The rep reported she was attending a standard battery replacement and while performing an impedance check on the patient's leads, extensions and old battery, the check indicated all electrodes were out of range. Rep reported patient stated they were receiving good coverage when prior to eos. Rep stated the patient's ins has reached eos and rep was asking if these impedances would indicate a need for a lead revision. Technical services specialist (tss) reviewed possible reasons for out of range impedances, and advised rep to check again with a wens. Additional information received from a manufacturer representative (rep). It was reported they removed the extensions and the leads still had 8 contacts that were out. Rep was able to get sufficient coverage in the areas we needed it using the ¿good¿ contacts. If coverage changes they would pursue the route of lead revision in the future.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120 lot#: serial#: (B)(4); implanted: on (B)(6) 2005; explanted: on (B)(6) 2023; product type: extension; product ID: 3708120 lot# : serial#: (B)(4); implanted: on (B)(6) 2005; explanted: on (B)(6) 2023; product type: extension. Other relevant device(s) are: product ID: 3708120, serial/lot#: (B)(4), ubd: 16-jun-2009, UDI#: (B)(4); product ID: 3708120, serial/lot#: (B)(4), ubd: 20-jun-2009, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID 3708120 serial# (B)(6) implanted: (B)(6) 2005 explanted: 2023-01-20 product type extension product ID 3708120 serial# (B)(6) implanted: (B)(6) 2005 explanted: 2023-01-20 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) on 2023-02-15. The rep reported that the explanted extensions would not be returned.